Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised. Patient had fallen on ice one year post-op and was experiencing increasing pain. A nuclear scan indicated possible loosening of the tibia, but intra-operatively the tibia did not appear to be loose and required excessive force to remove. A size 3 cementless tibia and 3x13 cs insert was revised to a size 3 cemented universal baseplate with a 3x19 cs insert (to account for resected bone).